Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level of customer was 22.6 mmol/l. The current blood glucose level of customer 23.2 mmol/l. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of high blood glucose level. The auto mode feature was not active at time of incident. Customer did not wish to troubleshoot. Customer was assisted with verifying that insulin pump and meter were connected. The insulin pump will not be returned for analysis. Frn-unk-rsvr , unomed set,